Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 456 mg/dl, and the insulin pump alarmed no delivery during a bolus. Customer treated with shots. During troubleshooting, insulin exited the tubing during a manual prime and no air bubbles or leaks were found. During a fixed prime, insulin did exit. The customer was unable to remove the infusion set to examine the cannula. It was explained there may have been a site related issue, possibly due to a bent cannula or site/set occlusion. Customer stated he would insert into a different area and monitor the issue. Nothing further reported.